Event description:
Philips received a complaint from the customer, reporting that the customer is having issues with tera term. The customer reported that the computer was not showing the usb (universal serial bus) to serial converter, and the customer was unable to connect to the program. There was no patient involvement when the issue occurred. There was no patient or user harm reported. During troubleshooting with the remote service engineer, the customer indicated reaching out to their it (information technology) department and would callback if further assistance was needed.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details could be obtained regarding the event. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.